Event description:
Received an anonymous voluntary user facility medwatch via center for devices and radiological health that states, "tubing broke below the cassette". There is no other info available on the user facility medwatch report. There is no way to track the report to a user facility for investigation.